Manufacturer narrative:
(B)(4). Approximate age of device ¿ 39 days. (B)(4). It was reported that the pump will not be returned for evaluation. A direct correlation between the pump and the patient¿s stroke and subsequent expiration could not be determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired from complications related to a stroke. It was reported that on (B)(6) 2015 the patient was quieter and having difficulty speaking, word finding, and understanding communications from others. The patient was seen at an outside emergency department that same day, but refused to be taken to the implanting center for further evaluation, and signed out of the emergency department against medical advice. On (B)(6) 2015, the patient was seen again at an outside emergency department, presenting with severe aphasia. A CT scan of the head confirmed an ischemic stroke in the left parietotemporal lobe. At the time of discharge the aphasia had not resolved and the patient was instructed to follow-up with neurology and speech language pathology in the outpatient setting. The patient's anticoagulation regimen at the time of the event was aspirin, warfarin, trental, persantine, and lovenox. On (B)(6) 2015, the patient presented at an outside emergency department with right sided facial droop, confusion, right sided weakness, and slurred speech. A CT scan confirmed a large left sided intracranial hemorrhage with three millimeters of a midline shift. The patient was life-flighted to the implanting center. Upon presentation, the patient was alert and could occasionally move arms and legs to command, but could not verbally answer questions. The CT scan showed that the known large parenchymal bleed in the left parietal lobe that had become larger and now extended to the frontal and temporal lobes. The hemorrhage had grown in size from 6.4 x 4.6cm to 9.3 x 5.5cm. There was also increasing left to right midline cerebral shift from .8cm to 1.7cm. The report also indicated a lacunar infarct in the right cerebellum and minimal dilatation of the right lateral ventricle. Per the patient's wishes life sustaining measures were not continued and on (B)(6) 2015, the patient expired.